Event description:
Following a laparoscopic anti-reflux procedure, a patient was hospitalized for pain. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2018. It was reported that "during surgery, the liver cyst was diagnosed. She also had adhesions. There was a small amount of bleeding from the liver." It was noted that the patient's polycystic liver disease made the procedure "significantly more challenging". Three liver cysts were perforated and drained which improved visualization of the gej (gastroesophageal junction). It was observed that "there was a small amount of bleeding from the liver that was inherent to the procedure due to her underlying polycystic disease and this was easily controlled just with some surgicel." Patient "had increased pain" on (B)(6) 2018 and she was kept an additional night for monitoring and pain control with medication (morphine and oxycodone). Patient was discharged from the hospital on (B)(6) 2018. The patient was doing well at her 2-week follow-up appointment, with no recurrence of pain.